Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that one of their post op xen 45 gel stent patients experienced endophthalmitis. No other details known.